Event description:
The saf-t-intima catheter was very difficult to remove and the stylet separated from the stylet puller. There was no harm to the pt; however, the pt had to be re-stuck.

Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted.